Event description:
It was reported the customer was hospitalized. No reported impact to customers blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.